Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, upon removal of the sensor pod, the sensor wire was broken in two pieces. A portion of the sensor wire remained attached to the sensor pod. The patient saw a portion of sensor wire underneath the skin and the area was swollen. The patient went to the emergency department and a diagnostic x-ray confirmed the location of the retained sensor wire. The wire was surgically removed with an anesthetic on (B)(6) 2022. The patient went home the same day and two days later only a small scar remained. At the time of the report, the patient was doing fine. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed due to the sensor wire was not broken. The allegation was not confirmed. No additional patient or event information is available.

Event description:
Subsequent to the supplemental MDR, a correction is required. The product was evaluated. An external visual inspection was performed and passed due to the sensor wire was not broken. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)